Event description:
It was reported that the left ventricular (lv) lead had oversensing as the egm showed nonphysiological noise. It was noted that the lv lead was connected into the right ventricular (rv) port of the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 ICD implanted: 2014-(B)(6); 694958 leaf implanted: 2007-(B)(6). (B)(4).